Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was not reproduced. The insertion section and the adhesive of the bending section rubber were broken. The angulation was not fixed sufficiently due to the deterioration of the friction plate. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the endoscope connector, of electrical contacts of the endoscope connector, or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the communication error occurred and the unspecified error code was displayed. There was no report of patient injury associated with the event.